Manufacturer narrative:
Report indicates that the pt had and was treated for a recurrence and adhesions, which are known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event.

Event description:
Attorney reported: in early 2007--the pt was admitted to a surgery center and underwent surgery for repair of an incisional hernia. During this procedure, physicians implanted a 7.6 cm bard composix kugle mesh small circle in the pt. Approx six months later --the pt was admitted to a hospital due to an incarcerated recurrent incisional hernia. The pt has developed recurrent pain and a bulge at the incision site. Doctors discovered incarcerated tissues in the midline below the umbilicus just lateral to the previously placed kugel mesh. The incarcerated tissue was dissected from surrounding tissue and excised. In 2009--the pt was admitted to a medical center due to chronic pain, and was found to have an incarcerated ventral incisional hernia, incarcerated umbilical hernia, reactive fasciitis, intraabdominal adhesions, fibrotic fascia, and tattered omentum. The pt underwent a removal of the kugel mesh, a partial omentectomy, an exploratory lap with lysis of intraabdominal adhesions, and repairs of the umbilical hernia and ventral incisional hernia. Post surgically, the pt continues to experience constant pain, as she has for the two years since the kugel mesh was implanted. Furthermore, the pt has missed a significant amount of work, has experienced financial setbacks, has difficulty walking, and remains numb on one side of her torso.